Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00816. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, while attempting to advance two smart coils through a non-penumbra microcatheter, the physician experienced resistance and the smart coils would not advance; therefore, they were removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.